Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 455 mg/dl. Cause of bg level was not known. Reportedly, customer "did not have supplies at home so went to the ER (emergency room) to get insulin". Customer "received insulin" and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.